Event description:
During an av access procedure, a gore viabahn endoprosthesis device was placed in the targeted area. During deployment, approximately 90% of the device deployed when the deployment line broke. The physician cut the catheter, retrieved the end of the deployment line and completed device deployment. The patient did not experience any adverse consequences.

Manufacturer narrative:
A device evaluation is anticipated pending the return of the device. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The investigation is in process pending the receipt and the analysis of the returned device.